Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient¿s device did not work. It was noted that they were not seeing a doctor. No symptoms or further complications were reported or anticipated.